Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 37754, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was in a car accident four days prior to the notified date, which knocked his implant out and afterwards it would ¿not fire¿. The area around the implant was tore up pretty bad. It was noted that they let him out of the hospital. There was a patient injury; the patient was not wearing a seatbelt and the right side of his neck was fractured. The implantable neurostimulator (ins) was also on the right side and the area around the ins was black and blue. The patient got an instant shock if he tried to turn it on, ¿like a fork in a light socket¿, and then it would shut itself back down. It also made his legs stand straight up when he tried to turn it on. The patient was scheduled to see a healthcare provider (hcp) on (B)(6) 2014 2014 to get his system checked. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3777-60 (B)(4) implanted: (B)(6)2011 product type lead product ID 3777-60 (B)(4)implanted: (B)(6)2011 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionall information was received from the consumer regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient had a car accident, they did x-rays and a cat scan and the ins was removed but the patient still has wires. Ins had been removed because it was not helping to patient's satisfaction and it was causing more pain and numbing. No further patient symptoms or complications were reported in this event.